Event description:
As reported, during the procedure, the tip of a 6f 100cm judkin's left (jl) 4 infiniti diagnostic catheter became dislodged. The device was found to be defective after inserting into patient. Second groin access to the left femoral artery was obtained. The physician snared the loose piece out of the patient's body successfully. There were no reports of patient injury. The patient is a middle-aged female with a past medical history of hypertension, hyperlipidemia, diabetes who presents to the cardiac catheterization lab with canadian class iii angina despite optimal medical therapy. Diagnostic findings revealed: there was 30% stenosis of the mid left anterior descending artery (lad), which is associated with myocardial bridge; there was a patent stent in the proximal lad; there was a patent left main; there was mild diffuse disease in the left circumflex, there was 40% stenosis of the distal right coronary artery (rca). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, during the procedure, the tip of a 6f 100cm judkin's left (jl) 4 infiniti diagnostic catheter became dislodged. The device was found to be defective after inserting into patient. Second groin access to the left femoral artery was obtained. The physician snared the loose piece out of the patient's body successfully. There were no reports of patient injury. The patient is a middle-aged female with a past medical history of hypertension, hyperlipidemia, diabetes who presents to the cardiac catheterization lab with canadian class iii angina despite optimal medical therapy. Diagnostic findings revealed: there was 30% stenosis of the mid left anterior descending artery (lad), which is associated with myocardial bridge; there was a patent stent in the proximal lad; there was a patent left main; there was mild diffuse disease in the left circumflex, there was 40% stenosis of the distal right coronary artery (rca). The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-separated¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.